Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device was not keeping pressure: could not generate and control negative pressure, could not generate alarms under the expected alarm conditions. We have established a relationship between the device and the reported event. The root cause was identified as a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Additional information: b4, h6.

Event description:
It was reported that the renasys go console no longer sucks. It is unknown if a patient was involved in this event. During service evaluation the device was found unable to generate or control negative pressure due to a defective vacuum motor, and unable to generate alarms under expected alarm conditions.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the renasys go console no longer sucks. It is unknown if a patient was involved in this event.